Event description:
Following an ablation procedure, it was noted that the coating of this needle had peeled and the pt received a surface skin burn. The pt was discharged. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for eval. Therefore, no failure analysis is available and the co is unable to determine if the device met its specifications. A lot search was performed and revealed no other complaints to date on this lot number. Without evaluating the device the co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the skin must be incised prior to insertion of the introducer to prevent damage to the insulation. Damage to the insulation of the introducer may result in serious burns to pt and/or user."